Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to wire was stuck in the lead. The physician attempted to pull out the wire but the lead coiled up. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did confirmed the difficult to remove allegation as a green coated guidewire was returned stuck in the lead lumen. Moreover, the guidewire is likely stuck due to an agglomeration of blood or body fluid and polymer from the lead/guidewire interaction as based on past experience.